Manufacturer narrative:
A review of the production records and complainant correspondence did not identify a device problem associated with the reported infection. The complainant informed medicaid that the hospital staff did not believe the infection could be attributed to the implant as the patient had previous medical issues and infectious disease. The complainant requested a new implant to be manufactured for the patient.

Event description:
Implant was removed as a result of a patient infection.